Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/26/2024, it was reported by a sales representative via email that tightrope sutures ripped during tensioning. An ar-1670ps peek tenodesis screw was opened, and it was stripped during insertion. The case was completed using an ar-2280 knotless distal biceps and a new screw. This was discovered during a distal bicep procedure on (B)(6) 2024. Additional information received on 9/9/2024: the sutures of a knotless bicep button from an ar-2280 ripped, and the bicep was unable to be tightened. Everything was successfully removed from inside the patient. Ar-1670ps peek tenodesis screw did not break, only stripped during insertion. The case was completed using a new ar-1670ps peek tenodesis screw and ar-2280 knotless distal biceps. Additionally, during the procedure, when an ar-1255-18 suture passing wire was opened, it was missing the eyelet loop at the end. A second ar-1255-18 suture passing wire was used instead.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 9/9/2024: the sutures of a knotless bicep button from an ar-2280 ripped, and the bicep was unable to be tightened. Everything was successfully removed from inside the patient. Ar-1670ps peek tenodesis screw did not break, only stripped during insertion. The case was completed using a new ar-1670ps peek tenodesis screw and ar-2280 knotless distal biceps. Additionally, during the procedure, when an ar-1255-18 suture passing wire was opened, it was missing the eyelet loop at the end. A second ar-1255-18 suture passing wire was used instead.